Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One photo was returned for evaluation. A leak was detected between the tube and the luer connector with visual inspection. Functional testing was not performed. According to the photo the failure mode was confirmed. The root cause could not be determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that the connector end snapped off between the admin line and the tubing coming from the cassette. There was unknown patient involvement.